Manufacturer narrative:
The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies during production of this batch that could contribute to the reported event. The record review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned for analysis, therefore, the root cause will be documented as anticipated procedural complication.

Event description:
Taxus express2 clinical study. Same case as 2134265-2009-01527 and 2134265-2009-01528. It was reported that 134 days after a coronary artery stenting procedure, the patient experienced cardiac failure and angina. Lesion 1 was a 3.5mm, 75% stenosed, 30.0mm long portion of the left main coronary artery (lmca). The physician treated the lesion with pre-dilation using a 2.5x-15mm balloon (16atms) and successful placement of a 3.5x16mm taxus express2 study stent in the lmca to the proximal left anterior descending artery. The proximal left anterior descending (prox lad) was treated by successfully implanting a 3.0x16mm taxus express2 study stent. Post dilation was performed. Ivus confirmed that the stent was implanted properly. Residual stenosis was 0% and timi flow was 3 and there was no gap between the two stents. Lesion 2 was a 2.75mm, 99% stenosed, 20mm long portion of the left circumflex (lcx). The physician treated the lesion with predilation using a 2.5x15mm balloon and successfully implanting a 2.5x24mm taxus express2 study stent. Post dilation and ivus confirmed stent placement. Residual stenosis was 0% and timi flow was 3. The patient was discharged 8 days later. At 134 days after the index procedure, cardiac failure was confirmed. The physician confirmed the patient had breathing difficulty. As an outpatient, chest x-ray was performed. Pulmonary congestion was confirmed and it was diagnosed the cardiac failure. The patient was hospitalized, the lasix and tanatril were given. The doctor indicated oxygen administration and required the patient rest in bed. Water intake was controlled and the patient lost weight from 52.5kg to 50.5g. Patient lost weight 2.0kg. Physician thinks that the cardiac failure had been prolonged and developed, and it could have been caused by two reasons. One is the patient gained weight by drinking a lot of liquid in this summer. 15 days later, CT scan of the coronary artery was performed. 90% stenosis in ostium of lad, 90% stenosis in proximal lcx, and 100% stenosis in distal lcx was confirmed. 4 days later pci was performed on the lad, and the lcx. There was a 50% stenosis in lmca and 75% stenosis in ostium of lad. The stenosis was confirmed at the place where the taxus stents were implanted. The physician treated the lesion by implanting a non bsc 3.5x13mm stent. The lcx was 90% stenosed in the ostium of lcx to proximal lcx. The physician treated this with placement of a non bsc 2.5x15mm stent. The patient was discharged 7 days later on continued plavix and aspirin. In the opinion of the physician, the relationship of the restenosis to the taxus stents is related.